Event description:
It was reported from (B)(6) that before surgery, it was observed that the motor device was defective. During in-house engineering evaluation, it was observed that the device had a damaged hose, which caused low power and failed temperature specifications. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the hose was damaged causing low power. It was further observed that the device failed temperature specifications due to damaged locking components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling by the user by not servicing the device regularly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.